Event description:
It was reported that this lead was explanted due to dislodgement and perforation. Lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. The perforation allegation could not be confirmed by lab analysis.

Event description:
It was reported that this lead was explanted due to dislodgement and perforation. Lead was replaced. No additional adverse patient effects were reported.